Event description:
Reference number (B)(4) event occurred in saudi arabia. It was reported that the patient experienced hyperglycemia on (B)(6) 2026. The blood glucose level was 290 mg/dl and patient was treated with correction by pump. No further information available.